Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. 510k: this report is for an unknown insertion instruments/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Reporter is a j&j sales representative. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a set was delivered to the sd dept. For a case, and when the set came in, the sterilization department clean it and the bone plunger broke. The case was cancel and the bone plunger was never used, it was discarded after it broke. This complaint involves one (1) device. This report is for one (1) unknown insertion instruments. This is report 1 of 1 for complaint (B)(4).